Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the small plastic ring came out of the trocar into the patient¿s abdomen. The piece was able to be retrieved by the surgeon. There was no patient injury.